Event description:
Patient experiencing increasing pain. During surgery, cemented stem was found to be reasonably well fixed, but removed with little effort. No collection of fluid or lesion noted.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: following investigation by bioengineering, notification was received that: it is not possible to say why there has been pain for the last 6 months. Root cause: undetermined from the information provided. It is unlikely that there is a manufacturing fault based on the information provided. None was reported. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.